Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31351014) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 8994885) passed the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 31351014) tip and the physician initiated the release; the placement of the stent was not satisfactory prompting the physician to try to retract the stent, but it was impeded in the tip of the microcatheter and could not b retracted. The physician removed both stent and microcatheter from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 31-oct-2024, additional information was received. The information indicated that the patient is a 54-year-old male. The procedure was targeting the right middle cerebral artery (mca). An adequate continuous flush was maintained through the microcatheter. When the stent was removed, it was still on the delivery wire; the stent / stent delivery system did not appear damaged when it was removed. No damage was noted on the microcatheter. The replacement stent was not another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. A review of manufacturing documentation associated with this lot (31351014) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 16-dec-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was observed. The presence of the hydrophilic coating was confirmed. The concomitant stent was found detached at the hub. The stent was removed. Microscopic inspection was performed along the body of the prowler, and no damages were found. The device was flushed with a laboratory sample syringe until the water come out from the distal tip. After flushing, a lab sample 0.014-inch guidewire was introduced into the device and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The lab sample guide wire was able to pass through the entire length of the guide catheter without significant resistance. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The reported issue in the complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. A review of manufacturing documentation associated with this lot (31351014) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.